Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the papilla and distal bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that a hole appeared in the distal end of the balloon at the end of the dilation. Additionally, the balloon was bending in a 90 degree angle, close to where the balloon meets the catheter. The procedure was completed with a hurricane rx balloon of a larger size. There were no patient complications as a result of this event.